Manufacturer narrative:
(B)(4).

Event description:
It was reported that the previous sensor session was continuing. The sensor was inserted into the arm on (B)(6) 2021. Data was received but not investigated as data will not confirm the issue. Confirmation of the allegation and a probable cause could not be determined. Per doc-00834, cases where the sensor session line is missing in share support tool and share support service, complaints will be closed since a data investigation cannot be completed as data ambiguity cannot be resolved further. No injury or medical intervention was reported.